Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The device was visually inspected. Instrument marks were noted on the header, can, and antenna silicon. The ipg was subjected to functional testing and passed the auto test and communication testing with the lab equipment. The ipgs physical dimensions are within the published parameters. Conclusion: the reported complaint regarding patient discomfort could not be confirmed. The ipg passed functional testing and is within specified dimensions. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6)2007, the patient was implanted with a scs system. On (B) (6)2010, it was reported that the patient lost 75 pounds. The ipg has since become uncomfortable but continues to function. On (B) (6)2010, the ipg was explanted and replaced with a smaller device.